Manufacturer narrative:
(B)(4). Visual examination of the returned uromax ultra balloon catheter revealed that the balloon material had no tears or holes. A break was identified at the distal edge of the proximal markerband of the balloon shaft. Functional analysis revealed that when the balloon was attempted to be inflated, liquid leaked out through the tip where break was noted. Based on all gathered information, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon catheter was used during a ureteroscopic lithotripsy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the balloon burst inside the patient before it reached 20 atmospheres. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the balloon shaft was broken.